Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device gave an error indicating there was not enough memory, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a planned treatment/non-emergency treatment and the procedure was completed by deleting the old exams. The philips field service engineer (fse) inspected the system onsite and confirmed that the system indicated low memory. Review of the log file didn't confirm the reported malfunction. The fse performed system diagnosis and found low disk space error and frontal ippc (image processing pc) boot up error. The failure analysis performed for the ippc showed inconclusive evidence of the reported failure. However, the fse replaced the ippc and the hard disk which resolved the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.